Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 525 mg/dl with high ketones. Pump supplies were changed and insulin injections were administered to address bg. Customer alleged the pump was not delivering insulin. Customer declined tandem technical support's offer to perform a pump system check. Insulin delivery was successfully resumed.